Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer also reported that the serter had broken and needed a replacement. The customer's blood glucose level was 1200 mg/dl. The customer's symptoms included dry mouth, nausea, fatigue, and thirst. The customer was wearing the device at the time of admission. The cause of the high was diabetic ketoacidosis. The customer was treated with IV insulin. The customer declined to troubleshoot. Nothing was replaced or returned for analysis.